Event description:
When using the basket, the little white tip came off into the patient. The physician swished it out and the patient is doing okay.

Manufacturer narrative:
The actual complaint device was not returned, however, two unopened extractors were received. The customer stated "the little white tip came off", the little white tip refers to clear tubing placed on the end of the extractor's sheath. The two unopened packages were returned noting each of the products contained two different lot numbers other than the complaint product. The clear shrink tube on both returned unopened products were noted to be secure on the extractor sheath. Returned extractors were within specification. The customer was contacted for additional information concerning the removal of the clear tubing from the patient. The physician used the basket and moved/pushed the tip toward the exit. This was performed during the initial procedure. Unable to confirm why the clear tube was no longer attached to the sheath.